Manufacturer narrative:
The broken receiver has been discarded by the hcp and could, therefore, not be returned for analysis. No further investigation could be conducted. At the time of the event the receiver has been in use for 11 months. Through follow-up, the hcp has confirmed the full recovery of the patient. The patient has returned to using hearing aids on both sides. The manufacturer will monitor similar events for trends.

Manufacturer narrative:
Device is not available for analysis.

Event description:
The hcp has reported that a patient has discontinued the use of lyric4 device due to bone exposure in the right ear. The patient will continue using the device in the left ear. The device relatedness of the event could not be clarified prior to report submission. The follow up is ongoing. Supplemental reports will be submitted upon availability of further information.

Manufacturer narrative:
Upon follow-up, the hcp has reported that lyric4 device was removed from the ear during a regular 2-monthly appointment. No pictures were available and device was discarded. The hcp has noted an abrasion in the right ear canal. After removal a physician assisted with removing cerumen after removal. Subsequently, patient was seen by otologist who reported a one by half centimeter exposed bone area, at the bony cartilaginous junction site. The site was painted with gentian violet after cleaning. After 4 weeks, the wet exposed bone area of the ear canal has healed, and the exposed bone is still present under a scab. Currently, the patient is doing better. She continues to use lyric on the left side, but stopped the use of lyric on the right ear where bone exposure occurred. The hcp reports that the patient had a history of otitis media prior to the incident. The manufacturer was not able to exclude the device relatedness of this event based on the information provided. The reported event does not provide any information that suggests that the device has malfunctioned. The device has been discarded by the hcp and cannot be further investigated.